Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis from an unknown cause. On (B)(6) 2011, the patient was hospitalized. On an unreported date, the patient began remedial therapy with reflin (1gm, frequency not reported, ip) and tobramycin (40mg, once a day, ip). At the time of this report, the patient was still hospitalized. Dianeal pd2 ultrabag therapy was ongoing. It was not reported whether the event of peritonitis resolved. Follow up information was provided by a baxter employed nurse, which medically confirms this case. In (B)(6) 2011, the patient ended remedial therapy with reflin and tobramycin, had their peritoneal dialysis catheter removed, was discharged from the hospital, and the event of peritonitis resolved with sequelae. It was unknown whether the patient's peritoneal dialysis catheter was replaced; therefore dianeal pd2 ultrabag therapy was interrupted.